Event description:
Pt underwent right total knee arthroplasty during 1988. She presented with knee pain and radiographic evidence of component loosening. The pain had been increasing several months prior to hosp admission for revision of the component. She had no history of trauma or infection to the knee. Intraoperatively, significant synovitis of the knee was found. There was no evidence of metallosis. There was some evidence of wear of the patella and on the tibial component. The synovitis was attributed to the metal backed patellar component. All total knee components were removed and replaced.